Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance is affected.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In (B)(6) 2018 the recipient reported having a background noise with the device. At that time, there was still hearing with the device, but then it got worse. No incident of accident or trauma was reported. In march 2019 the hearing performance was still affected. The recipient was re-implanted on (B)(6) 2019.